Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The current blood glucose level was 270 mg/dl. The customer also mentioned that the insulin pump had a blank display as well as no delivery alarm. The customer stated that they did not complete troubleshoot due to blank display. The product will not be returned for analysis.